Event description:
Bard powerglide pro midline catheter 20 ga ref# (B)(4), lot# recv0748 wire broke off in patient. Patient was unharmed and all parts were removed. Manufacturer response for midline, powerglide pro midline catheter (per site reporter): sales representative will file report with bard qa.